Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a rotablator rotalink plus device. The advancer unit and burr unit were received together. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. There are numerous sheath kinks. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed by hooking fluid up to the drip line and flushing the system. The fluid leaked from a hole in the kinked sheath 41.8cm from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that there was a hole in the catheter. A 1.25mm rotalink plus was selected for use. During the procedure, it was reported that there was a hole in the catheter. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that there was a hole in the catheter. A 1.25mm rotalink plus was selected for use. During the procedure, it was reported that there was a hole in the catheter. The procedure was completed with another of the same device. There were no patient complications reported.